Event description:
It was reported that the buttons on the insulin pump were not working. Customer also mentioned receiving a battery out limit alarm and stated that the batteries were not working. It was noted that the customer wears the insulin pump under her clothing. Customer's blood glucose reading at the time of the call was 79 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.